Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Additional product code: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: DHR review for: part number: 406.035; synthes lot number: 9857258; release to warehouse date: 01.mar.2016; manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the head of these below implants failed during insertion of the screws. Small lcp plate is used in tumor case , while using the screws the head of the screws got free and surgeon not able to put screws on the plate. The screw head mean the hexagonal recess in which the screw driver fits while putting the screw with the plate. The hexagonal recess got free in the top of the screw and doctor was unable to tight the screw. This complaint involves two parts. Concomitant parts reported: 1x unk plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Part 406.035, lot 9857258: release to warehouse date: (B)(6) 2016. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the recess at the screw head is badly damaged and worn down. Otherwise the screw is in a used but good condition. Device history record (DHR) review showed no issues. During investigation the length and diameter were measured and were found to be within specification. The complaint relevant dimensions cannot be checked for dimensional accuracy, because of the postoperative damage. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a fifteen (15) minute surgical delay. The patient status/outcome was reported as okay.

Manufacturer narrative:
These dates were incorrectly reported as (B)(6) 2018 in the initial report (B)(4). The correct date is (B)(6) 2018. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery. During the insertion of the screws, the head of two screws failed. It was reported that small lcp plate was used in the tumor case. While inserting screws, the hexagonal recess in which the screw driver fits while putting the screw with the plate (heads of the screws) became free and the surgeon could not insert screws on the plate. Removal of damaged device was difficult. Removal of damaged device was difficult. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0mm ti cancellous bone screw fully threaded/35mm. This is report 2 of 2 for (B)(4).